Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise. The doctor elected to explant and replace the electrode. During the explant procedure, it was noted that the electrode had pulled back toward the pulse generator pocket. The electrode was successfully explanted, and a new one was placed onto the chronic pulse generator. There were no additional adverse patient effects.